Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Event description:
It was reported that while implanting scorpio total knee and the surgeon impacted baseplate of size 6, went to put the size 5 implant and was wiggling. Surgeon, continued with other part and came back to put in insert and was still wiggling. The surgeon pulled baseplate out and put in another baseplate and other insert and closed it up.

Manufacturer narrative:
An event regarding a loose insert involving a scorpio baseplate was reported. The event was confirmed by the visual inspection of the returned baseplate and insert. Method & results: device evaluation and results: the devices were returned with the (B)(4) insert assembled to the 7115-0006 baseplate. The posterior of the insert was securely locked into the baseplate while the anterior portion of the insert was vertically loose allowing a noticeable distal/proximal movement confirming the event. The (B)(4) insert was returned without its locking wire and showed significant explantation damage with the securing lip at the anterior being torn away and therefore could not be dimensionally inspected. The (B)(4) insert was subsequently removed from the baseplate for examination the resulting damage to the insert prevented it from being dimensionally inspected. The baseplate showed no abnormal characteristics. The heights of the three baseplate anterior locking tabs were checked by the scorpio tibial cell using their production go/nogo gage. The nogo gage passed under the barbs indicating that their height was beyond the maximum limit of the design. The height of the tabs was also measured by the metrology lab and also found to be beyond the maximum design limit. Medical records received and evaluation: not performed because no patient clinical information was provided as there is no evidence to support the event was related to patient factors. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that the reported anterior looseness of the insert in the baseplate was caused by a dimensional nonconformance. The heights of the three anterior baseplate retaining barbs were found to be oversize. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that while implanting scorpio total knee and the surgeon impacted baseplate of size 6, went to put the size 5 implant and was wiggling. Surgeon, continued with other part and came back to put in insert and was still wiggling. The surgeon pulled baseplate out and put in another baseplate and other insert and closed it up.